Event description:
It was reported that during a colon resection procedure, the staples did not form. It is unk how the procedure was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/02/2009. Evaluation summary: the analysis results found that the tlc75 device was received in good visual condition and with a reload present. The reload was returned fully loaded with staples and with the swing tab in unlocked position. In addition, three reloads were received inside the bag; reloads b and c were received void of staples and in the locked position, reload d was received fully loaded with staples unlocked. The device was tested for functionality with the returned reloads a and d and it fired, cut and formed all the staples as intended. The device fired without any difficulties and staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.